Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review for a patient who performed a system controller exchange at home on (B)(6) 2025. Log files captured multiple odd low power events that did not appear to be associated with a power exchange. It was suggested that the patient clean the battery terminals and contacts inside the battery clips. It was additionally suggested to exchange the batteries and battery clips if it does not resolve. The log file event history captured no other unusual events.

Manufacturer narrative:
Correction - d4: serial number, lot number, expiration date, UDI and h4: device manufacture date: the serial number of the exchanged controller was not provided. The previously reported device information is not applicable to this event. Manufacturer's investigation conclusion: the reported event of an unknown controller exchange was confirmed via the submitted log files. The submitted log files indicated that the user was connected to (B)(6) for the first time on 14sep2025. This suggests that the user was previously connected to a different controller. A review of the submitted left ventricular assist device (lvad) event log file confirmed a pump reset on the day of the reported exchange. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information (including why the patient was connected to (B)(6), why a controller exchange was performed, the serial number of the exchanged controller, and log files from the exchanged controller); however, no additional information has been provided, and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. Section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.